Event description:
It was reported that during a davinci si cholecystectomy procedure, the customer noted a 'broken cable at the distal end' on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken near the proximal pulleys and proximal clevis cable hole. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment sticks out at the wrist. The proximal clevis cable hole exhibited wear on one edge. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.